Manufacturer narrative:
The investigation determined that a higher than expected, non-reproducible vitros sodium (na+) result was obtained from a single patient sample using vitros na+ slide lot 4245-1078-9192 on a vitros xt7600 integrated system. The most likely assignable cause of the event could not be determined. Historical vitros na+ quality control results obtained from vitros na+ slide lot 4245-1078-9192 determined there was slight within-lab imprecision, however, the imprecision noted would not have contributed to the positive bias exhibited with the higher than expected, non-reproducible vitros na+ result of 162.1 mmol/l. In addition, continual tracking and trending of complaints has not identified any signals that would point to a systemic issue with outlier high using vitros na+ lot 4245-1078-9192. Improper pre-analytical sample processing could not be ruled out as contributing to the event as it is unknown if the customer was following the sample collection device manufacture¿s recommendation for sample centrifugation. It is possible that cellular debris, due to poor sample preparation, was present in the affected samples, although this could not be confirmed. In addition, vitros na+ within-run precision testing performed was within acceptable guidelines, suggesting an instrument issue was not likely a contributing factor.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report a higher than expected, non-reproducible vitros sodium (na+) result was obtained from a single patient sample using vitros na+ slide lot 4245-1078-9192 on a vitros xt7600 integrated system. Patient sample result of 162.1 mmol/l vs. The expected result of 129.1 mmol/l biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The higher than expected vitros na+ result was not reported outside of the laboratory and there was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment (B)(4).